Manufacturer narrative:
Event date is unknown.

Manufacturer narrative:
(B)(4). Medical products - unknown natural femoral catalog #: unknown lot #: unknown. Unknown natural bearing catalog #: unknown lot #: unknown. Report source- (B)(4). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upone receipt of additional information. Buchheit, jonthan; serre, antoine; bouilloux, xavier; puyraveau, marc; jeunet, laurent; garbuio, patrick. Cementless total knee arthroplasty in chronic inflammatory rheumatism. Eur j orthop surg traumatol (2014) 24:1489¿1498 doi 10.1007/s00590-013-1316-9. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient has shown on his second knee, a delay in radiographic integration of his tibial component at one year. He was painless during that time. Attempts have been made and additional information on the reported event is unavailable at this time.